Manufacturer narrative:
Customer follow up 9/21/2016 - reportedly, the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. The customer's blood glucose level was not impacted. It was indicated that the customer would continue to use the pump until a replacement arrives. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. The customer did not have a power source available to troubleshoot with tandem technical support at the time of the call.